Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg became inoperable for not being charged for multiple months. As result, the patient may undergo surgical intervention.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
A4- patient weight added.

Event description:
Additional information received indicates the patient¿s ipg were explanted and replaced on (B)(6) 2021 resolving the issue.